Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the cause of the reported rfa dissection cannot be determined. Per report, the patient access vessel mld measured 6.9mm with mild calcification and mild tortuosity. It is possible that there may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. There was no allegation or indication that the event was related to a manufacturing non-conformance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the post-marketing surveillance reporting system, during a transfemoral tavr procedure access was obtained via right femoral artery puncture and an 18fr sheath was inserted. Post deployment of a 23mm sapien xt the access site was closed with a vascular closure device. An echo performed at a later date revealed a vascular dissection that was surgically repaired on post-operative day 14. The event was reported as related to the device and the procedure.

Event description:
As reported through the post-marketing surveillance reporting system, a few days post tavr procedure a right femoral artery (rfa) dissection was observed, requiring surgically repair. During the transfemoral tavr procedure, access was obtained via rfa puncture and the 16fr esheath was inserted. Post deployment of a 23mm sapien xt, the access site was closed with a vascular closure device. This patient had a pre-existing left femoral artery (lfa) stenosis and elective treatment had been planned. The rfa dissection was discovered during an echo performed to assess the lfa stenosis. The rfa dissection was surgically repaired on post operative day 14. The rfa minimum luminal diameter (mld) was 6.9mm with mild calcification, and mild tortuosity.

Manufacturer narrative:
Investigation of this event is ongoing.